Event description:
During a follow-up conversation on 3/1/2004 with the home pt's care-giver regarding a system error 2240 alarm, the care-giver stated that the home pt had previously been diagnosed and hospitalized with peritonitis. Reportedly, the home pt presented to the emergency room with abdominal pain in 2004. Effluent cultures were taken, the pt was diagnosed with peritonitis and hospitalized. The home pt was treated with gentamycin 80mg intraperitoneal (ip), once every 48 hours for 4 treatments. The nurse has reported that they are contributing the peritonitis episode to the home pt's consistent break in aseptic technique. The nurse stated that the home pt has been retained on a number of occasions and still disconnects/reconnects multiple times throughout their therapy without using aseptic technique. Based on the absence of symptoms the home pt's nurse has concluded that the pt fully recovered from the infection.